Manufacturer narrative:
(B)(4) the g5 system is associated with product code pqf. Product code pqf is not currently available in common device name.

Event description:
Dexcom was made aware on 01/05/2017, that on (B)(6) 2016, the patient experienced a broken sensor wire that remained under the skin. The sensor was inserted in the patient's abdomen on (B)(6) 2016. Patient's mother reported a mass on the skin where the sensor was inserted. On (B)(6) 2016, the patient saw his doctor who referred him to get an ultrasound at the hospital. On (B)(6) 2016, the patient got an ultrasound which showed a possible sensor fragment about 1 cm long. An x-ray was also taken, however results were not available at the time of contact. At the time of contact, the patient's current condition was good. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.